Event description:
The patient reported that they need to find a physician to remove their device because it is lying right on their sciatic nerve, and pressing down on it all the time. The patient is experiencing sciatic pain, and their stimulation does not control this pain. The patient was told that their bones are falling in on their nerves in their spine, which is causing pain. It was mentioned that the patient¿s implantable neurostimulator has to be removed before the surgeon can perform a surgery to remove the pressure on the nerve. The patient noted that this issue has been going on for years. The patient was to follow up with a healthcare provider, and was sent a listing of physicians. They were implanted for lumber radiculopathy and complex regional pain syndrome type ii.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v235029, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device was removed because their body was rejecting it. They stated that the physician had an awful time removing their ¿wires¿ because it was ¿growed over by a lot of thick hard stuff.¿ the patient added that the physician had to keep making the incision larger and larger in order to take out the wires, and cut ¿stuff¿ loose. They mentioned that the physician thinks the patient had an infection. They noted that their pain was so bad, and they didn¿t get any relief from their device. The patient would try to turn their stimulation up, and it would work for about an hour, and then they couldn¿t feel anything. The patient stated that since having the implant removed, aren¿t having any back or abdomen spasms. The infection was discovered during the patient¿s device explant. They noted that their other issues started within the past few years and just kept getting worse over time. The patient requested to donate their external equipment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.